Event description:
It was reported that pump backlight turned on but display did not appear, which affected ability to read screen and interact with pump. There was no reported impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.